Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and for longer periods of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.